Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, they went to an emergency room due to high blood in the 300 mg/dl range on (B)(6) 2017. Customer stated she was traveling and had left her insulin pump in the hotel, when she arrived back customer noticed the insulin pump had been stolen. Customer experienced symptoms such as light headed and kind of delirious. Customer then went to the emergency room. Customer was not wearing the insulin pump at the time of the call and had been off it less than 48 hours. Troubleshooting was not performed as the device was stolen. The insulin pump is not returning for analysis.